Event description:
It was reported that during preparation for a coronary artery bare metal stenting treatment procedure, stent dislodgement occurred. During unpacking of a 3.50x24mm liberte coronary stent delivery system, "the stent stripped off of the device while removing it from the package". The procedure was completed with another of the same device. There were no reported pt complications as problem was noticed prior to pt contact.